Manufacturer narrative:
Additional information: the independent cec evaluators have adjudicated the previously reported event as possibly related to the study device and procedure. Analysis: the sample(s) were not returned to the user facility; therefore, evaluations of the actual samples are unable to be performed. A lot history review revealed this is the only reocclusion complaint associated for this lot. A review of the device history record (DHR) shows the lot was manufactured to specification. Conclusion: the actual samples were not received for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. The investigator assessed the event was not related to the study device, drug or procedure. Based on the instructions for use (IFU), the occurrence of a reocclusion is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons. If additional information becomes known to the manufacturer, a supplemental report will be provided will all relevant information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an index procedure, the physician used two lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheters to treat the target lesion located from the proximal one-third to the middle one-third of the superficial femoral artery (sfa) of the left leg. Approximately 13 months later, the hcp treated the patient's reoccluded left sfa with a normal pta balloon and two lutonix dcb's. After the hcp treated the patient with the lutonix dcb's, a grade d dissection was allegedly present. The hcp performed bailout stenting of the dissection to successfully complete the procedure. The revascularization is scheduled. The lutonix dcb's were discarded by the user facility and are not available for return. The hcp has confirmed the reocclusion is unlikely related to the lutonix dcb's. No subsequent adverse patient effects were reported. This is one of two products involved with the reported event and are associated manufacturers report numbers 3006513822-2016-00017, 3006513822-2016-000118, and 3006513822-2016-00019. The independent cec evaluators have adjudicated the previously reported event as possibly related to the study device and procedure.

Manufacturer narrative:
Analysis: the sample(s) were not returned to the user facility; therefore, evaluations of the actual samples are unable to be performed. A lot history review revealed this is the only reocclusion complaint associated for this lot. A review of the device history record (DHR) shows the lot was manufactured to specification. Conclusion: the actual samples were not received for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. The investigator assessed the event was not related to the study device, drug or procedure. Based on the instructions for use (IFU), the occurrence of a reocclusion is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons. If additional information becomes known to the manufacturer, a supplemental report will be provided will all relevant information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an index procedure, the physician used two lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheters to treat the target lesion located from the proximal one-third to the middle one-third of the superficial femoral artery (sfa) of the left leg. Approximately 13 months later, the hcp treated the patient's reoccluded left sfa with a normal pta balloon and two lutonix dcb's. After the hcp treated the patient with the lutonix dcb's, a grade d dissection was allegedly present. The hcp performed bailout stenting of the dissection to successfully complete the procedure. The revascularization is scheduled. The lutonix dcb's were discarded by the user facility and are not available for return. The hcp has confirmed the reocclusion is unlikely related to the lutonix dcb's. No subsequent adverse patient effects were reported. This is one of two products involved with the reported event and are associated manufacturers report numbers 3006513822-2016-00017, 3006513822-2016-000118, and 3006513822-2016-00019.